Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The issue was discovered while the field service representative (fsr) was onsite evaluating other equipment. Per fsr, the unit had not been powered on since (B)(6) 2018. The fsr replaced the batteries. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the batteries to be less than fully charged when received but passed testing and are within specifications. Both batteries measured 12.4 volts direct current (vdc) upon receipt (passing). Conductance measurements were 431 siemens (s) and 378 s (both in specification). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries were below 1.0000 amp hour (ah). There was no patient involvement.